Event description:
The patient presented to the emergency room and stated that the implantable cardioverter defibrillator (ICD) ¿popped¿ and was in a different location. During a device check, it was observed that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing. The ICD and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ffrw was seen but not sensed on the atrial lead.